Event description:
The customer received a blood glucose reading of 90 mg/dl from his breeze2 and a reading of 50 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot further and insisted his meter be replaced. No product will be returned for eval. A coupon for a replacement meter was sent to the customer.

Manufacturer narrative:
The meter serial number provided by the customer was not valid, so it was not possible to determine the meter manufacture date.